Event description:
Customer reported the insulin pump was giving him an alarm. Customer wanted to make sure the motor was still good after four years. Customer stated the device alarmed no delivery in april because the cannula was crimped but this time the cannula was not bent. Customer's blood glucose was 95 mg/dl. Troubleshooting was not performed since it was a past event the customer was reporting. The device was not alarming at the time of the call. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.